Manufacturer narrative:
Temperature alarm- no failure identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process and basal delivery. In addition, it was reported that the customer received multiple temperature alarms. Reportedly, in one occurrence the alarm occurred at a temperature of 74 degrees, but the second time the alarm occurred the customer was in a hot car. There was no impact to the customer's blood glucose level. It was reported that the customer will continue to use the pump for continued insulin therapy, and if needed, has insulin pens available as alternate insulin therapy.